Manufacturer narrative:
H10: the device was received for evaluation with a cut patient line tubing with the patient adapter only. Functional testing could not be performed due to the nature of the returned sample. The reported condition could not be confirmed or refuted with the returned portion of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector and tubing of an amia automated peritoneal dialysis (pd) cycler set was damaged. This issue was described as, ¿solution line was badly bent and could not be straightened out. Also, at the end of the line (where you attach the solution), the plastic piece that wraps around the end was sliding off¿. This event was discovered during pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.